Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case involves a female patient of unknown age who received treatment with synvisc one and her knee ended up swelling so bad. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date in 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) into an unspecified knee for osteoarthritis of leg. It was reported that the injection did not go well and her knee ended up swelling so bad that she was bed ridden for several days and was walking with a cane. The physician gave her cortisone shots. The patient was advised that swelling was expected with synvisc one but it should go away within couple of days and should not last long. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on (B)(6) 2015. Global ptc number with results was added and the text was amended accordingly.

Event description:
This unsolicited device case from united states was rec'd on (B)(6) 2015 from a patient. This case involves a female patient of unk age who rec'd treatment with synvisc one and her knee ended up swelling so bad. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unk date in 2015, the patient rec'd treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into an unspecified knee for osteoarthritis of leg. It was reported that the injection did not go well and her knee ended up swelling so bad that she was bed ridden for several days and was walking with a cane. The physician gave her cortisone shots. The patient was advised that swelling was expected with synvisc one but it should go away within a couple of days and should not last long. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention.